Event description:
The suture was used during a total abdominal hysterectomy. Reportedly, two days post operative, the suture broke and the incision site leaked. The surgeon performed a re-operation and applied another suture to correct the condition. The hospital has reported the pt's condition is satisfactory.